Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/11/2018, that on (B)(6) 2018 the receiver displayed errhwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot, the receiver was stuck on the initializing screen. Functional testing and receiver log was download were unable to be performed due to the receiver being stuck on the initializing screen. The receiver case was opened and the internal inspection passed. Confirmation of the reported event of error icon displayed could not be determined. The root cause could not be determined.